Manufacturer narrative:
Pump received cracked and bleeding lcd glass. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that weights fell on insulin pump causing display screen to break. Customer reported that display screen had a large black blotch in the middle. Customer's blood glucose was 170 mg/dl. Customer was advised that insulin pump would need to be replaced.